Event description:
Inspire implant has been shocking my tongue almost every night since a few weeks after doctor appointment to turn product on in office visit. Have appointment with same doctor (B)(6) 2025 about the issues.